Event description:
It was reported that the patient's right atrial (ra) lead had noise and low pacing impedance. Programming changes were performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested, but not received yet.